Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was reset and the sram replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system would not boot up and the vertical lift column would not work. No pt injury was reported.